Event description:
A rattling noise was heard coming from 5 autologous transfusion wash set bowls of this lot number during start up. The noise quieted down when the bowls became full and started again when the bowls were empty.

Manufacturer narrative:
H6) the problem product involved in this report was not returned for eval. The conclusion is based on eval of wash sets in a bracket that included this lot. The eval revealed that if the bowl cannot be inserted in accordance with the instructions for use, there is a risk that the bowl's rotating seal area could deteriorate during centrifuging, releasing particulate into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a mfg process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by the MFR.